Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an undesired sensation of overstimulation resulting in excessive movement of the arms and legs. The stimulation was turned off with the remote control (rc) however, the sensation remained. Therefore, the patient was admitted to the hospital where stimulation was turned off with a clinician programmer (cp) and the undesired sensations ceased. The patient was discharged from the hospital on the same day.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed three good faith efforts to obtain the information. Because the product serial number is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an undesired sensation of overstimulation resulting in excessive movement of the arms and legs. The stimulation was turned off with the remote control (rc) however, the sensation remained. Therefore, the patient was admitted to the hospital where stimulation was turned off with a clinician programmer (cp) and the undesired sensations ceased. The patient was discharged from the hospital on the same day.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed three good faith efforts to obtain the information. Because the product serial number is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. Additional information provided in block d6a: implant date.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an undesired sensation of overstimulation resulting in excessive movement of the arms and legs. The stimulation was turned off with the remote control (rc) however, the sensation remained. Therefore, the patient was admitted to the hospital where stimulation was turned off with a clinician programmer (cp) and the undesired sensations ceased. The patient was discharged from the hospital on the same day.